Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was for the past couple months the recharger was not holding a charge on it's own. Caller stated it would show the first segment of the battery was flashing and was able to charge the implant when connected to the ac power supply, but the battery of the recharger would never increment. Caller stated that now the recharger won't even come on at all. Caller stated they've left it charging from the wall for days, and the screen won't power on. Caller confirmed no visible damage to the desktop charger or recharger. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt noted yesterday they didn't notice damage to their connector pin, but today the connector pin broke off entirely. Pt confirmed the replacement recharger and were able to recharge their implanted neurostimulator (ins). Patient services specialist (pss) sent an email to repair for a replacement dtc.  No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 37751, serial# (B)(6), product type recharger; product ID 37761, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 37761, serial/lot #: (B)(6). H3. Analysis was performed on [product ID 37751 lot# serial# (B)(6)] analysis found that the complaint was unverified. H3. Analysis was performed on [product ID 37761 lot# serial# (B)(6)] analysis found that the cable assembly connector pins were broken and the top case assembly was damaged. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.